Manufacturer narrative:
Returned product consisted of a quantum maverick balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a separation on the hypotube 45.6cm from the hub and it appears to have been kinked prior to separating. There is a kink on the hypotube 42.7cm from the hub. There are two kinks on the hypotube 56cm and 59.5cm from the tip. The inflation lumen is partially flattened 26.3cm from the tip. Microscopic examination revealed damage to the tip. There is blood present in the guidewire lumen and on the balloon folds. The balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty.

Event description:
Reportable based on device analysis completed on 04-apr-2019. It was reported that crossing difficulty was encountered. The 85% stenosed, 2.75mm x 12mm target lesion was located in the moderately tortuous and calcified left anterior descending artery. A 2.75mm x 12mm quantum maverick balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable. However, returned device analysis revealed a separated hypotube.